Event description:
Information received from the (B)(6) registry, subject: (B)(6). Treatment of a large unruptured saccular sidewall aneurysm measuring 22mm x 16.2mm located in the left ica (internal carotid artery). The patient presented with neurological symptoms of diplopia and eye movement abnormalities which were related to abducens nerve palsy. The patient was on dual antiplatelet therapy prior to the procedure and given heparin intra-operatively. On (B)(6) 2014, the patient underwent pipeline embolization treatment involving two pipelines (5mm x 30mm / 4.75mm x 30mm) using the multiple layers method. Post procedural imaging showed complete occlusion. The patient was discharged on (B)(6) 2014. On (B)(6) 2014 during a follow-up visit, an MRI (magnetic resonance imaging) revealed a small acute embolic infarct in the left frontal, temporal, parietal, occipital lobes, and an acute infarct right frontal lobe. The patient was diagnosed with mild, non-severe adverse event of ischemic strokes. The patient was asymptomatic with no complaints. No further treatment was required and the event resolved the same day. The relationship of the event was assessed as unknown.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other device involved in the event is as follows: model: fa-71475-30 / lot: 9787409 dom: 12 aug 2013, exp: 11 aug 2016. (B)(4).